Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was leaking from the rear chamber. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for investigation and performance testing confirmed the complaint. (B)(4): method: actual device evaluated. Device performance tested. Photographic images. Visual examination. Component/subassembly failure. Conclusions: device failure directly caused event. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.